Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating the adc device would not turn on by button, test strip, or with the device plug-in. As a result, on (B)(6) 2022, the customer experiences confusion, incoherent speech, and a loss of consciousness however, there was no third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.